Event description:
The manufacturer became aware of an allegation of dreamstation2 auto CPAP states the device that the unit has a bad/broken flow sensor. A device was returned to a third-party service center. During the evaluation , service required message ,pcba burned were observed. Error codes found on the device. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.